Event description:
It was reported that during a drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion location and characteristics were not provided. A taxus liberte' 4.0x32mm stent prematurely deployed on the table. A new stent was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).